Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters - critical ram parity error logged on (B)(6) 2011 in address (B)(6). Por severity is considered low as device should be able to fully recover after reset. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that there was a power on reset of the device. The device was cleared, reprogrammed and remains in use. No patient complications have been reported as a result of this event.